Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and white drug residue located near the fill port area was observed. No signs of moisture or liquid were observed on either the interior or exterior surface of the device. A functional leak test was performed, and no evidence of a leak was observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. There was visible drug residue on the top of the pump where the primed line connects to the pump. The pump was filled with 3400mg fluorouracil in a 5% dextrose solution. This was observed prior to patient use. There was no patient involvement. No additional information is available.